Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported blood glucose results of 15 mmol/l and approximately 4.3 mmol/l within 10 minutes. It was not determined which result was taken with which device. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Please reference (B)(4) for both suspect devices. Test strips have been returned.